Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the coil was stretched. A 15mm x 40cm interlock -35 was selected for use in a gastric coronary vein embolization procedure. During the procedure while deploying the coil, the coil was withdrawn to adjust the position, but it was observed that the coil was stretched. The entire catheter was removed with the coil, and the procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Media inspection was performed as pictures of the device were provided to boston scientific. It was possible to observe that the main coil was kinked and stretched. Visual inspection of the returned device revealed that only the main coil was returned, and it was observed that the main coil was kinked, stretched, and detached at the interlocking arm. Functional testing could not be performed due to the incomplete device returned. Microscopic inspection revealed that the interlocking arm of the main coil was detached. Dimensional inspection of the main coil revealed that the components were within specification.